Event description:
Revision "tkr" 4 years post-op due to fracture of posterior stabilized tibial post. Pt was lifting weights. Squatted, and felt "pop". Arthroscopic surgery noted post fracture. Revision surgery date unknown.